Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's pod fell off and the cannula dislodged from the pod site. The patient's blood sugar was reported to climb very high, but did not give specifics. The patient went to the hospital to seek treatment. For treatment, the patient was given 8 units of insulin and was provided a prescription for more insulin. No further details to report. The pod was worn between 4 and 24 hours on the arm.